Manufacturer narrative:
Clinical investigation: there is no documentation to support an association between the liberty cycler, the liberty cycler set, and the event of peritonitis. Additionally, the nurse attributed the event to the patient being constipated. There is no allegation against any fresenius devices in relation to this event. Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2017. The organism was enterococcus faecalis. The patient had constipation during that time, and it is believed to have been the cause of peritonitis; the enteric source of contamination to the peritoneum. The course of treatment was not reported. The pd nurse does not recall the patient complaining of any problems with the cycler or pd products that were used during or prior to the peritonitis diagnosis. No further information has been made available at this time.